Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving inappropriate hv therapy due to oversensing of far-p waves. Programming changes were made and the device remains implanted.